Manufacturer narrative:
Eval summary: the shell was returned with a tm augment cemented to its surface and four screws in place through the cement. One of the four screws was broken distal to the cement where it interfaced with bone. Two add'l screws were returned unassembled to the shell. The shell showed minor bone ingrowth. The shell and augment show no visible signs of damage. The locking ring is in placed and undamaged. The constrained liner was not returned and its condition is unk. It is unk if the broken screw was present at the time of revision or it broke during revision. Pt's weight and activity level are unk. The pt's quality of acetabular bone is unk. The minor bony-in-growth suggests the implant was held in place primarily by the screws. It is possible the implant experienced forces that exceeded the pull out strength of the screws from the bone. However, based on the info above, a definitive cause of the experience observed cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the devices were implanted in 2009 and that the pt was revised three months later because the shell ripped out of the pt's pelvis.